Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigational summary: although physical device was not returned for evaluation, one electronic photo was provided for review. The photo show partial view of three drainage catheters in which the trocar needle was protruded from all the three catheters. Although the needle was protruded from the catheter in the provided photo, it is not sufficient to determine if the product meets the specification. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported trocar needle length issue for all the three devices. A definitive root cause could not be determined based upon the provided information. It is unknown whether manufacturing issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was getting prepared for an ultrasound guided percutaneous transhepatic catheter drainage (ptcd) procedure using naverre opti drain. Prior to the procedure, it was reported that the length of the trocar needle was excessively longer than the drainage catheter. The procedure was completed using another device. There was no patient contact.